Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) report #(B)(4) (hcp, rep): it was reported that there was a possible premature battery depletion and patient¿s old system had high impedances prior to battery replacement. Patient has high settings which is most likely what caused the battery depletion. Settings are as follows: l stn 4.6v, 90us, 220hz; r stn 5.2v, 100us, 220hz. Cause of high impedances was unknown. Implantable battery was replaced and impedances were found to be within normal ranges after the battery replacement. Issue is resolved at time of report. Product will not be returned as customer discarded.